Event description:
It was reported ¿at the surgery's begginning, they saw the electodes control on the nim and all is green. During the surgery, they have no signal when he stimulate the nerve. And he saw the nerve and he was sure that he stimulate the nerve. So, he controlled the electrodes controll and he saw the red cross in the flex tube electrode. At the end, they have again the good response when he stimulated the nerve and the signal indicated green.¿ there was no patient impact or injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation. Method - no testing methods performed. Results ¿ no results available since no evaluation performed. Conclusion -device not returned.

Manufacturer narrative:
Received 1 sample(s), part number 8229965. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: multimeter. Observations: when compared to the assembly drawing (B)(4) revision h: the resistance of each of the 4 electrodes from end to end was measured and passed at less than 20 ohms. The information indicates there were no open circuits and no out of specification condition. There was no short between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts or damage to the wires and connectors. There was no evidence of improper manufacturing, there were no anomalies in the construction which would have resulted in the reported malfunction, and no fault was found therefore manufacturing has been ruled out as a potential cause. (B)(4)